Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found that the pulse generator exhibited a high current drain. The hybrid was removed for further analysis and tested normal. The high current drain could not be reproduced.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2014.